Manufacturer narrative:
Concomitant product: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that there was a broken connector pin on the desktop charger (dtc). The connector pin broke off inside the implantable neurostimulator recharger (insr), and the patient was able to pull the broken connector pin out of the insr. It was later reported that the connector pin issue was resolved, and the insr showed it was charging while plugged in. Additional information received from the consumer reported that the patient had received the replacement dtc, but the patient now saw the "reposition antenna" screen and the "poor communication" screen with and without the antenna. The patient was unable to recharge the implantable neurostimulator (ins), and he was unable to communicate using the patient programmer. The patient had been seeing the "reposition antenna" and "poor communication" screens, but he had thought it was the (dtc) cord causing it. The last time the patient had tried to recharge was four weeks ago, and he was seeing these screens at that time too. The patient also saw these screens on (B)(6) 2015. It was noted that the patient did not know the last time he was able to have a successful recharge session. It was also reported that the patient's back pain returned over the past week, and it felt like pinches or shocks. It was reviewed that the pain returning was likely from not using stimulation as the device was not currently on or delivering therapy. It was reviewed that the ins was most likely in overdischarge, and the patient said he would call the healthcare professional for an appointment to have the possible overdischarge corrected via slow recharge. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
The patient reported that the technician was real helpful in resolving the following issues: the inability to communicate using the patient programmer, the ¿reposition antenna,¿ and ¿poor communication¿ screens appearing, inability to charge the ins, return of back pain that felt like pinches or shocks, and the possible overdischarge.

Manufacturer narrative:
Additional review determined that code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.